Event description:
Per complaint (B)(4), patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted to report additional information. Updated section b4 for report submission date and d10 for device availability. Updated g1-g2 for follow-up report submitter and g7 for report type and follow-up number. Updated h2 for follow-up type and h6 method, result and conclusion codes. Evaluation for reportability concludes that this event is not likely to cause or contribute to death, serious injury, or serious deterioration in health if it was to recur. Additionally, this event does not imply that a product malfunction has occurred. The implant did not achieve primary stability and was replaced, completing the procedure within the same visit. There is no report of adverse patient impact associated with this event. Therefore, this complaint is non-reportable to the FDA. (B)(6) 2020 additional information received on (B)(6) 2020, the complaint was re-evaluated and determined as not reportable a1 patient identifier not provided, a4 patient weight not provided, b6 relevant test is not applicable corrected data consists of d10 device availability and h6 event problem and evaluation codes.